Manufacturer narrative:
Follow-up # 1 date of submission 07/17/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 06/30/2015 with the following findings: during testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation. Unrelated to the complaint, evaluation revealed that there was moisture behind the display lens. A leak test was performed and a leak was found at a crack in the pump case near the top right corner of the display lens. The pump case was removed and moisture was found throughout the inside of the pump. The complaint that the display screen was blank was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. The reporter alleged that the display screen was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.